Manufacturer narrative:
D6b: the explant date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the 23 fr peel away introducer leaked from the sidearm where it connects to introducer. There was a steady stream of blood from graft. No crack was noted in introducer. The introducer was able to be used for the procedure.

Manufacturer narrative:
D6b: updated explant date based on new information from the customer.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the bleeding from the introducer sidearm was not determined due to insufficient clinical details and no product returned.

Manufacturer narrative:
Additional information received noted the following: an 82-year-male patient in cardiogenic shock secondary to an acute myocardial infarction was implanted with an impella 5.5 device for temporary mechanical circulatory support (mcs). The 23 fr peel away introducer leaked from sidearm where it connects to introducer. There was a steady stream of blood from graft. No crack noted in introducer. It was provided that no damage was noted prior. The patient's anatomy noted no tortuous patient and vessel condition was "normal." The amount of blood leaking from the graft is unknown. However, it was confirmed no transfusion was required. The introducer was able to be used for procedure, no intervention or additional procedure was required as a result of this event. The procedure was successfully completed without any delay. At the end of mcs, the patient was successfully weaned and noted to have survived the explant. Reportedly the introducer was discarded and unavailable for return. Note: d4 unique device identifier and g4 PMA/510k number remains unknown at the time of this MDR writing. Corrections d10. Concomitant medical products/devices were updated/corrected. E1. Account/user facility information was confirmed, initial reporters title and occupation were updated/corrected respectively. Note: section fully repopulated.